Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated the battery measurement was not available. Measurement system lock-up elective replacement indicator. Reset of device was successful.

Event description:
It was reported that there was no battery voltage measurement and the device appeared to be at elective replacement indicator. The error was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.